Manufacturer narrative:
Internal file number - (B)(4). Sus voluntary event report (foi for manufacturers) #mw5080890. Evaluation summary: analysis was performed on the returned device. The reported foot retraction problem could not be confirmed as the foot was successfully retracted during returned device analysis. The reported difficulty removing the device could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, unused, sterile representative samples were returned and successfully tested, no malfunction was noted.

Event description:
Subsequent to the initial medwatch report, a sus voluntary event report was received with the following information: "during left heart catheterization procedure through the right commone femoral artery, the perclose device feet did not retract causing damage to the vessel wall. Tissue was removed from the device and sent to lab. Tissue was determined to be fragments of vessel wall consistent with large vein. Pt tolerated procedure well. No adverse patient out come. D/c home." No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a left heart catheterization with coronary arteries diagnostic procedure. Reportedly, after deployment, there was difficulty closing the foot of the proglide device and the lever wasn't able to be closed completely. The device was removed with the foot slightly open and the foot "grabbed tissue" causing tissue damage. There was resistance removing the device from the patient anatomy. Manual arterial compression was applied to treat the tissue damage and achieve hemostasis. There was no adverse patient sequel and no reported clinically significant delay in the procedure or therapy. No additional information was provided.